Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis event was unknown. The patient was not hospitalized for the event. On an unreported date, the patient received intraperitoneal (ip )injection of vancomycin (2 gram immediately [stat], repeat every third day), ceftazidime (2 gram, daily up to fourteen day, ip) and heparin (2 ml every exchange and route not reported) for peritonitis. It was not reported if patient recovered from the peritonitis event. The action taken with dianeal therapy was unknown . No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.